Event description:
It was reported that shaft break occurred. A 2.75mm x 28mm liberté¿ bare metal stent was selected for use and advanced to treat the target lesion. However, the physician noticed that the stent¿s shaft was broken. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a liberte/veriflex stent delivery system (sds). The balloon was tightly folded. The stent was secure on the balloon between the markerbands. There were numerous hypotube and shaft kinks. The hypotube was separated 24cm from the hub. The fracture faces were oval as if kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.75mm x 28mm liberte bare metal stent was selected for use and advanced to treat the target lesion. However, the physician noticed that the stent's shaft was broken. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).